Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated outside of the space of retzius. A revision surgery was performed in which it was removed and replaced. No patient complications were reported.